Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped during device change out due to when doctor was wiping down the atrial portion of the lead, it just fell apart. Should additional information become available, this file will be updated.